Event description:
Home pt (hp) reported feeling full, as if pt was overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. The hp reported encountering "low drain volume" alarms during therapy and noted pt felt full in a subsequent fill cycle. According to the hp, pt had bypassed the "low drain volume" alarms without verifying the drain volumes was in an acceptable range. Hp admits not performing a manual drain, but did feel relieved at the completion of the next drain phase of therapy. Hp reported contining therapy to completion with no further difficulty. According to the hp, there was no pt injury or medical intervention.